Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter had something on the display, but the reporter was unable to describe it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.